Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the device alarmed with te 231008.no patient involvement.

Manufacturer narrative:
Investigation outcome: the device was not returned to hamilton medical ag for investigation. However, the log files of the device were received and analyzed. The reported issue could be confirmed. Hamilton medical was informed by the local biomed that the issue was caused by a o2 mixer assembly. O2 mixer assembly was replaced and the device functions as intended. This case is considered as closed.